Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-06-42, 6783069: glenosphere 42mm, 320-20-00, 6959084: eq reverse torque defining screw kit, 320-15-05, 6945027: eq rev locking screw, 320-42-00, s219490: equinoxe reverse 42mm humeral liner +0.

Event description:
As reported, approximately 7 months post op the initial right tsa, this 68 y/o female patient's was revised due to dislocation. The patient currently has an exactech stem from a previous surgery. Patient was last known to be in stable condition following the event. Device is not returning.

Event description:
As reported, approximately 7 months post op the initial right tsa, this 68 y/o female patient's was revised due to dislocation. The patient currently has an exactech stem from a previous surgery. Patient was last known to be in stable condition following the event. Device is not returning. No additional information has been provided after multiple attempts.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical revision for dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 7 months post op the initial right tsa, this 68 y/o female patient's was revised due to dislocation. The patient currently has an exactech stem from a previous surgery. Patient was last known to be in stable condition following the event. Device is not returning. No additional information has been provided after multiple attempts.